Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 00875705800 shell with uni-hole porous 58 mm o.d. Size ll for use with ll liners 62355652, 00786401520 femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size, 15 160 mm stem length cementless 61967829, 00-8757-000-01 dome hole plug - single pack 63131207. Reported event was confirmed by review of the provided op notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. According to the surgeon, the factors contributing to the dislocation were obesity and noncompliance with the postoperative protocol. Also according the op notes, the acetabulum required greater anteversion. This can be another contributing factor to the reported event. It is likely that past events and patient condition, noncompliance with the postoperative protocol, anteversion of the acetabulum caused/contributed to the reported issue, however; a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion to the cause of the event. Concomitant products: liner 7 mm offset 32 mm i.d. Size ll for use with 58 mm o.d. Size ll shell/ pn 0875401332/ ln 61698049, unknown shell, unknown stem. This report is number 2 of 2 mdrs filed for the same event (reference 0001822565-2017-01854 and 0001822565-2017-01855).

Event description:
Patient¿s legal counsel reported right hip revision 18 days post-implantation due to recurrent dislocation. The liner and head were revised. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.